Event description:
It was reported that during evaluation of the device, it was determined that the lupine br ds w/orthcrd was deformed/bent. It was initially reported that the device was deformed in the package. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the shaft and handle have no structural anomalies. The anchor was found bent near mid-body and still attached from the inserter. Additionally, the anchor had foreign matter, presumably biological matter. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the lupine br ds w/orthcrd would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the bent anchor is traced to the procedural variables, such handling of the device or product interaction during procedure. The possible root cause is linked to an off-axis insertion and levering during insertion. As per the instructions for use, 1) do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. 2) excessive tension may overload the anchor or suture. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: there was no non conformance regarding this lot.